Manufacturer narrative:
Hill-rom technical support found the external alarm with housing was not working. A search of the hill-rom maintenance record showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the externa alarm with housing to resolve the issue. Based on this information, no further action is on required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm is inoperable. The bed was located at the account in the repair shop. There was no patient/user injury reported. This report was filed in our complaint system as complaint #(B)(4).